Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department and a remote transmission indicated that the implantable cardioverter defibrillator (ICD) delivered shocks for ventricular fibrillation (vf). It was suspected that the episode was atrial tachycardia/atrial fibrillation (at/af) with rapid ventricular response (rvr). In addition, an alert was triggered for an atrial lead position check failure. The device and lead remain in use. No further patient complications have been reported as a result of this event.